Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The contact stated the vents were not blocked and the pump did not get wet. The customer's blood glucose level was not impacted. Reportedly, there was a delay in clearing the altitude alarm. During follow up with tandem technical support, the customer was able to resume insulin delivery.